Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint investigation and final assessment were received on 03-sep-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for 7 years and during this period experienced daily chronic pain that felt like being stabbed in lower stomach, among other non-serious events. Essure was removed and her symptoms greatly improved or disappeared. Event daily chronic pain that felt like being stabbed in lower stomach, interpreted as lower abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Considering the nature of this event, positive temporal relationship and since the event improved or disappeared after essure removal, a causal relationship with the suspect insert cannot be excluded. Since essure removal was reported (intervention implied) this case was regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that she had essure for 7 years. During this period, she was diagnosed with acid reflux, chronic dry eye, severe allergies, daily chronic pain that felt like being stabbed in lower stomach and prickling pain in legs and feet. She had multiple tests done over the course of the years and no doctor could find any reason for symptoms besides unexplained inflammation. After removal (date not specified), all her symptoms greatly improved or disappeared. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for 7 years and during this period experienced daily chronic pain that felt like being stabbed in lower stomach, among other non-serious events. Essure was removed and her symptoms greatly improved or disappeared. Event daily chronic pain that felt like being stabbed in lower stomach, interpreted as lower abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Considering the nature of this event, positive temporal relationship and since the event improved or disappeared after essure removal, a causal relationship with the suspect insert cannot be excluded. Since essure removal was reported (intervention implied) this case was regarded as incident. A product technical analysis has been requested.